Event description:
Customer's nurse reported a hospitalization for high blood glucose on (B)(6) 2014. Customer's blood glucose was 282 when admitted. She was diagnosed with diabetic ketoacidosis. She was treated with insulin and IV fluids. Customer was wearing the device when hospitalized. During troubleshooting, the device passed the self test. The device's history was accurate. There was no physical damage. The device showed a long history of no delivery alarms. Customer is unsure if the cannula was bent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.